Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The programming changes were made. The patient was stable and will be monitored via home transmissions.

Event description:
Additional information received: it was reported that when an asymptomatic patient presented through merlin.net transmission previously on (B)(6) 2015 non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel in stored egm. Programing changes were discussed.

Event description:
Additional information received: programing changes were made to resolve post paced t wave oversensing issue.